Event description:
It was reported that the patient underwent a posterior cervical fusion at c5-6 to treat a dislocation fracture. It was reported that sometime post-op the pedicle screw deviated from the pedicle and that may have caused stenosis in the vertebral artery. No revision surgery is planned as of yet. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 6958710, 510k # k081297 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.